Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 450 mg/dl at the time of incident. The current blood glucose value 430 mg/dl. Customer stated that they checked the blood glucose again and the blood glucose value was 82 mg/dl. Customer treated with syringe shot for high blood glucose. The product will not return for the analysis.